Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event not requiring medical intervention. He drank soda to bring up his blood glucose sugar levels. This is the 2nd adverse event for this consumer in a 14 day time frame. The consumer's doctor advised the consumer to be more careful. The consumer's blood glucose readings were low showing the device to be performing as intended. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. This event is being reported as an adverse event under FDA medwatch regulations.

Manufacturer narrative:
The meter in question will be returned, however, the test strips in question will not be returned because the consumer used them up.